Event description:
As reported on voluntary medwatch (B)(4) newborn with undiagnosed congenital heart defect at birth in critical condition with severe metabolic acidosis, due to near complete ductus arteriosus closure. Patient had hypoplastic left heart with restrictive atrial septum and was brought to the cath lab for balloon artrial septostomy. Initially, a five french (fr) catheter was used to engage the left atrium, and was subsequently replaced with a seven fr sheath, which crossed the atrial septum relatively easily. Incremental contrast/saline mix (1.5ml-3.5ml) to inflate the balloon was performed in during repeated attempts to create or enlarge an interatrial communication. The patient became progressively bradycardic with heart rate decreased from approximately 150 beats per minute (bpm) to the 70s. The balloon was then deflated completely and the catheter was removed from the sheath. The patient's heart rate continued to decline to the 40s and 50s. Echocardiogram showed severe cardiac dysfunction and a new pericardial effusion, suggesting hemopericardium. CPR was initiated; bag-mask ventilation was performed unsuccessfully. The patient expired.